Manufacturer narrative:
The insulin pump was received in no manufacturing mode noted. The pump was received with operating currents within spec. The pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm . The power management tool confirmed pump error was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on the, pump functioned properly. The pump had a minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that their insulin pump had recurring power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for low battery and power error. The customer states recurred within a week of troubleshooting previous occurrence. Advised pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.